Event description:
The brakes on this bed would not hold correctly.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician adjusted the brake casters in order to resolve the problem.